Event description:
Information was received indicating that an anonymous cadd-solis vip ambulatory infusion system post market clinical follow up survey reported that the cadd solis v4 pump was not as ambulatory as the v3 pump and the power supply did not attach tightly to the pump causing the power to drain and infusion to stop. Per the survey the pump requires the patient to plug the pump in for most of the day. Additionally, the alarm volume was reported to not be loud, causing patients on the v4 pump to be moved closer to the nurse's station. It was also reported that the patients would turn the alarm off, and an implementation of scheduled battery check was necessitated due to this. No further information: item number, serial number, etc., will be available. This survey was distributed to eight different countries within the EU, us, and canada, therefore the country of origin is also unknown